Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had a positive supply background test and a2d reference voltage test. There was no patient involvement.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device printed circuit board, which was determined to be corroded. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The pcb was replaced and the device passed all testing.